Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that they have given the patient and their spouse the manufacturer's phone number as well as their own, but the patient was still experiencing the ins taking longer to charge. The rep reported that the patient has an appointment scheduled to meet with the rep and the healthcare provider (hcp) on (B)(6) 2017 for continued troubleshooting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for pa rkinsons dual and movement disorders. The rep reported that the patient charges almost every day, but within the last 3-5 days, they had noticed a sudden change in their recharging. The rep reported that it sounded like the patient had previously been getting 8 coupling bars, but now they were only getting 6. The rep also reported that the patient used to see a screen with an exclamation point indicating the ins was done, but they are no longer seeing that screen. The rep stated that it seemed like the ins wasn't charging as much, as fast or as full as it was prior. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient's healthcare provider (hcp) reported that all was okay for now. No further patient complications have been reported as a result of this event.